Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the nasal prongs of an ojr410 optiflow junior 2 nasal cannula were found to be faulty during patient use. The reported malfunction was noticed due to the patient desaturating quickly and markedly. No further patient consequences were reported. F&p requested further information regarding the reported event, however no response from the healthcare facility was provided.

Manufacturer narrative:
(B)(4). Section d4: serial number intentionally left blank as the information is not applicable. Section d4: lot number and UDI details were unable to be provided by the healthcare facility. Method: the complaint ojr410 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Several attempts to request further information from the healthcare facility were made, however no response was provided by the healthcare facility. Our investigation is thus based on the evaluation of the subject device, the initial information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device revealed that the tubing was found detached at the cannula joint, confirming the reported fault. Each tube was found detached with no signs of stretching observed on the tubing. No glue was observed on the tube end; however, glue was present in the cannula joint. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the ojr410 optiflow junior 2 nasal cannula. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr410 optiflow junior 2 nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the ojr410 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."